Manufacturer narrative:
The wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿during a knee arthroscopic procedure, the device insulation melted at the tip. A piece fell inside the patient but was removed.¿ visual inspection under magnification shows minimal wear on the electrodes. There are scratches and/or tooling marks over the shaft insulation. The wand was connected to the flow wand lap top and the extracted data found that the wand had been activated on med default for 5.25 minutes and coag for 1.25 minutes. It is not possible to test the wand returned as the suction tube has been cut. The complaint could not be verified and the root cause could not be determined with confidence as the device tip is in good condition. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a knee arthroscopic procedure, the device insulation melted at the tip. A piece fell inside the patient but was removed. A back-up device was available to complete the procedure. Neither surgical delay nor patient injuries were reported.